Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to erosion and infection. The patient experienced edema, inflammation and swelling. There were no additional adverse patient effects reported. The lv lead was cut from the terminal pin, and the lead body remains implanted and inactive.